Event description:
Customer reported a past low blood glucose event that required a visit to the emergency room and subsequent hospitalization on (B)(6) 2025. The customer received treatment with IV fluids of saline and dextrose, which resolved the issue. Low bg cause was not known. Recommendation was made to consult with a healthcare provider to discuss diabetes management.